Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample evaluation could not be performed as no sample was available. Batch review was performed, and based on the review this complaint cannot be confirmed. However,all released product met specifications. No trend was identified. No additional investigation is indicated based on the historical occurrence rate. This case will be kept on file for trending purposes.

Event description:
It was reported to baxter that a patient experienced an immune reaction after a neuro procedure in which dura-guard was used. No additional information was provided. Additional information received on (B)(6) 2013 from the customer: the customer's daughter had her surgery 4 years ago and was told she would be fine in 3-months. She has had problems ever since and is on disability. The customer has seen numerous doctors and tried for three years to get the information on the actual patch used in the surgery. The customer received it about 9 months ago after her immunologist pursued it for them. The immunologist has done numerous tests and believes she is having an immune response to the patch but has been unable to test her without a sample of the product or the composition data. Two months ago, the customer finally found a doctor at (B)(6) who is willing to go back in and remove the patch and replace it and reconstruct her skull. Her surgery is scheduled for (B)(6). The customer stated it is critical that she determines what her daughter is reacting to so that they do not put a similar product in that will cause the same issues. The customer stated she wants to assure that her daughter is reacting to the patch since there could be potential brain damage from attempting to remove the patch. Additional information received on (B)(6) 2013 from the customer: patient initials: (B)(6); weight: (B)(6). Diagnosis at the time of treatment and date of surgery. Response: chiari malformation, (B)(6) 2009. Date of when signs/symptoms of the immune reaction first appeared. Response: onset on (B)(6) 2013. Redness and swollen area where the incision was, didn't heal for months. Never regained all of capabilities after the surgery and then about a year ago she started to become "allergic" to all types of foods, and has had issues with her kidneys and liver. Any laboratory results from the immunology testing. Response: blood work shows a number of elevated markers which indicate an autoimmune response. Patient's medical history. Response: pre-existing mitro valve prolapse and pvc's, prior to surgery only allergy was acetominophen and depakote. Numerous food allergies appeared after surgery which the doctors believe are due to the immune reaction to the patch. Hospital's information: response: dr (B)(6), (B)(6) hospital, (B)(6). He was the surgeon who performed the original surgery but we were unable to convince him that all of the issues after the surgery were not pre-existing even though I can attest they were not.

Manufacturer narrative:
(B)(4). Medical assessment summary: the patient has undergone decompressive surgery of the posterior fossa for an arnold-chiari malformation in which dura-guard has been used for the dura enlargement duraplasty (B)(6) 2009. After surgery it is claimed the patient did never regain her ?capabilities? And since about one year she started to show ?allergies and kidney and liver issues?. On (B)(6) 2013 the patient developed redness and swollen area in the incisional area. An autoimmune response has been diagnosed by immunologic testing. Dura-guard is produced from de-cellularized bovine pericardium. Sensitization reactions, aseptic meningitis or allergic reactions have been described with collagen-based dura-substitutes. Usually these reactions occur in days or a few weeks after implantation and only exceptionally after years. In addition, an autoimmune response has been diagnosed (reaction against body?s own cells). While a late immune response to the use of dura-guard seems extremely unlikely, we cannot exclude that the use of the dura substitute has caused or contributed to this late postoperative development. A follow-up report will be submitted upon receipt and evaluation of additional information.